Event description:
Customer called during case stating that they were unable to calibrate due to tracking error code 99.

Manufacturer narrative:
Gehc surgery field svc engineer determined that the error code translates to low transmitter coil current and is most likely a failing transmitter sensor cord. Customer unable to order new cord due to back order situation on lucas sensors. Loaner system arranged.